Event description:
It was reported that a homechoice device experienced an unknown system error alarm. The patient was connected at the time of the alarm. This occurred during an unknown step of peritoneal dialysis therapy. There was nothing unusual found during troubleshooting that would cause or contribute to the alarm. The technical service representative assisted the patient with clearing the alarms. It is unknown how the patient would complete therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The homechoice device was not returned; therefore, the device could not be evaluated. A service history review was performed and did not reveal any previous service events that could have caused or contributed to the reported issue of an unspecified alarm. The cause of the reported problem remains undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.